Event description:
Portion of mediport detached and migrated from lt subclavian. One portion was removed in surgery on 5-21-97. Remaining portion removed in radiology on 5/22/97. Report being submitted voluntarily. This is second incident of this nature in 3 months. First incident was investigated but was determined to be a known risk involving this device. Since then, the second similar incident is prompting facility to file voluntarily.